Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. It was reported that loss of connection occurred on (B)(6) 2023 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. The reported event of loss of connection is reportable based on the complaint is not confirmed because the transmitter passed all testing. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.